Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with disposable defibrillator/ECG electrodes. According to the reporter, the device alarmed connect cable and wouldn't display the patient's ECG in paddles lead. ECG leads were connected to the patient for cardiac monitoring. Patient outcomes is unknown but, according to the reporter, there were no adverse affects to the patient because the patient's rhythm was not shockable.